Event description:
I had essure implants placed in 2008. I experienced constant pain in my pelvic area on the right side. Preventing me from sitting comfortably for long periods of time, bending over, stretching, or lifting heavy objects. My doctor put me on muscle relaxants and pain medication, to no avail. She surgically removed the devices, along with sections of my fallopian tubes in 2009. Dates of use: 2008 - 2009. Event abated after use stopped: yes.